Event description:
It was reported that during an seeg case, the robot arm navigated to a trajectory incorrectly. The robot arm positioned itself several centimeters off from the plan. The surgeon nor the clinical representative (cr) noticed that the trajectory was off. Theelectrode bolt and lead were placed. All other electrode trajectories were placed correctly and accurately. Upon reviewing the post operative CT, the incorrectly placed electrode was noticed. The robot arm was repositioned on the trajectory and was at the correct placement. The correct position then had a bolt and electrode placed. There was no significant delay to the case and no clinical consequences for the patient.

Manufacturer narrative:
A recall was initiated on 16 sept 2021, awaiting on FDA ref number. A detailed analysis of the data log concluded that a software anomaly was the root cause of the event. The issue was resolved with returning the robot to home position and repeating the calibration of the tool. No adverse consequences for the patient were reported.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. UDI# : (B)(4).

Event description:
It was reported that during an seeg case, the robot arm navigated to a trajectory incorrectly. The robot arm positioned itself several centimeters off from the plan. The surgeon nor the clinical representative (cr) noticed that the trajectory was off. The electrode bolt and lead were placed. All other electrode trajectories were placed correctly and accurately. Upon reviewing the post operative CT, the incorrectly placed electrode was noticed. The robot arm was repositioned on the trajectory and was at the correct placement. The correct position then had a bolt and electrode placed. There was no significant delay to the case and no clinical consequences for the patient.